Event description:
International complaint rec'd from another country. Report of customer claims that during use of product code 2n3371, the set broke at the y connection. One of the y tubes fell off or out of the connection. The set was being used for (unk) drug infusion at the time and the fluid did not reach the pt. There was no pt injury and no medical intervention was required. The sample was discarded. No add'l data was available.

Manufacturer narrative:
The actual unit was not returned to MFR for eval. Sample was discarded by customer. This is not an isolated incident. Review of the complaint history reveals similar reports have been rec'd for this product code for the reported issue.